Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was referred to a physician for potential lead extraction as the right ventricular (rv) lead and right atrial (ra) lead were almost (B)(6) years old. Stored episodes showed noise with oversensing was present on both leads and occurred at the same time. An event from (B)(6) 2016 exhibited pacing inhibition for greater than two seconds, however intrinsic conduction was noted within the noise. Ts discussed that this may be attributed to external electromagnetic interference (emi), since it is occurring on both leads at the same time. It was noted that there was a drop in rv impedance measurements from the 1000 ohm range to 850 ohm range in the middle of (B)(6) 2020 that appeared to coincide with rv auto thresholds being turned on a few days prior. However, it was also noted that the impedance had increased. The patient was scheduled to meet with the physician to evaluate the leads. Additional information received indicated that noise was not reproducible while in clinic. Lead revision was not performed at this time, and the patient will continue to be monitored. The leads remain in service at this time. No adverse patient effects were reported.